Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12oct2020.

Event description:
The customer reported a touchscreen fault. There was no patient involvement.

Manufacturer narrative:
G4:09feb2021. B4:10feb2021. The field service engineer (fse) confirmed the touchscreen is not sensitive to touch and could not touch settings. The fse replaced the touchscreen, and the issue was resolved. The touchscreen was calibrated successfully and passed testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.